Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead has high thresholds.

Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2017. 310c25, tissue valve, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has occasional undersensing seen on stored electrocardiograms (egms). The lead remains in use. No patient complications have been reported as a result of this event.